Manufacturer narrative:
Product information was not provided, so the manufacture date could not be determined.

Event description:
During a hospital stay, the customer was downloading his contour next usb to a computer. The meter became so hot that hospital personnel confiscated it because there was also oxygen in the room.a new meter and test strips were sent to the customer. The hospital kept the customer's meter and strips. Product information could not be provided.